Event description:
It was reported there is intermittent ability to interrogate devices. The programmer and radiofrequency (rf) head were returned for repair. The rf head was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported there is intermittent ability to interrogate devices. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.